Event description:
It has been reported that two medics were loading a performance pro cot and the medic holding the footend had the foot end up high because of the height of their ambulance deck. It was alleged that the patient shifted center of gravity while the second medic went to pick up the legs of the cot. The cot tipped and the patient allegedly bumped their head. No medical intervention or adverse consequences were reported.

Event description:
It has been reported that two medics were loading a performance pro cot and the medic holding the footend had the foot end up high because of the height of their ambulance deck. It was alleged that the patient shifted center of gravity while the second medic went to pick up the legs of the cot. The cot tipped and the patient allegedly bumped their head. No medical intervention or adverse consequences were reported.

Manufacturer narrative:
It was reported by the customer that there was no product failure with the 6085 cot. The customer reported that there were 3 factors that happened while the emts were raising the cot to load height with a patient. It was reported that the conditions at the time were icy, the customers ambulance trucks are at a very high height, due to this the cot is set to the highest possible load height. While trying to raise the patient and cot to the ambulance deck, the patient shifted their weight and the cot began to tip over eventually falling to the ground. As a results of the tip the patient's head and hand were injured. The alleged injury details were unknown and the customer was unable to provide any further information on the injury. The customer did mention that the patient required medical intervention to treat their injuries. No device malfunction.